Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 768629) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: hsg on (B)(6) 2011: bilateral tubal occlusion. The report noted the right essure wire is distally within the right tube and proximately within the body of the uterine cavity ultrasound scan on (B)(6) 2016: few small nabothian cysts and was unable to confirm or determine the exact position of the essure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), fatigue ("extreme fatigue"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), rash ("rashes"), menstruation irregular ("irregular period"), heavy menstrual bleeding ("heavy period with clotting, abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms, allergy symptoms") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, abnormal uterine bleeding, fatigue, dyspareunia, arthralgia, rash, weight increased, menstruation irregular and heavy menstrual bleeding had not resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, arthralgia, autoimmune disorder, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, menstruation irregular, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received. Reporter information, lot number and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 768629- not valid) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: hsg on (B)(6) 2011: bilateral tubal occlusion. The report noted the right essure wire is distally within the right tube and proximately within the body of the uterine cavity ultrasound scan on (B)(6) 2016: few small nabothian cysts and was unable to confirm or determine the exact position of the essure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), fatigue ("extreme fatigue"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), rash ("rashes"), menstruation irregular ("irregular period"), heavy menstrual bleeding ("heavy period with clotting, abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms, allergy symptoms") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, abnormal uterine bleeding, fatigue, dyspareunia, arthralgia, rash, weight increased, menstruation irregular and heavy menstrual bleeding had not resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, arthralgia, autoimmune disorder, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, menstruation irregular, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), fatigue ("extreme fatigue"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), rash ("rashes"), menstruation irregular ("irregular period"), menorrhagia ("heavy period with clotting, abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms, allergy symptoms") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysfunctional uterine bleeding, fatigue, dyspareunia, arthralgia, rash, weight increased, menstruation irregular and menorrhagia had not resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, dysfunctional uterine bleeding, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, rash and weight increased to be related to essure. Diagnostic results: hsg on (B)(6) 2011: bilateral tubal occlusion. The report noted the right essure wire is distally within the right tube and proximately within the body of the uterine cavity. Ultrasound scan on (B)(6) 2016: few small nabothian cysts and was unable to confirm or determine the exact position of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), fatigue ("extreme fatigue"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), rash ("rashes"), menstruation irregular ("irregular period"), menorrhagia ("heavy period with clotting, abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms, allergy symptoms") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysfunctional uterine bleeding, fatigue, dyspareunia, arthralgia, rash, weight increased, menstruation irregular and menorrhagia had not resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, dysfunctional uterine bleeding, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, rash and weight increased to be related to essure. Diagnostic results: hsg on (B)(6) 2011: bilateral tubal occlusion. The report noted the right essure wire is distally within the right tube and proximately within the body of the uterine cavity. Ultrasound scan on (B)(6) 2016: few small nabothian cysts and was unable to confirm or determine the exact position of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received event " autoimmune or hypersensitivity symptoms, allergy symptoms" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.